Event description:
Concern description: in the last 6 months we have had 3 of the pleurx bottles that have been defective. 3 separate incidents of defects noted by elizabeth brownlee and co-worker. See concern type comment, on this form thank you in advance for your follow-up on this product concern. Per provided diagram- at the end of the access tip extra piece of loose plastic the first event I encountered was on (B)(6). The pleurx drainage bottle was being used for chest drainage. I was opening the pleurx drainage bottle package and as part of my protocol inspected all the pieces before using and noted an extra piece of plastic attached to the end of the catheter tip. The equipment was not connected to the client. I did not use this as I was concerned that if it was inserted into the catheter valve the piece could break off and cause an obstruction in the valve opening. I thought it would be a one off and thus did not proceed with filing a product concern. The second event occurred on (B)(6). Again the same scenario and because it was the second time I kept the bottle and filed a product concern. The third event occurred by a fellow coworker, unsure of the date but between the two dates above where she was again taking a pleurx drainage bottle, to be used for chest drainage, out of the package and inspecting it before using it. The ¿flexible bottle cap¿ came right off of the bottle without any pulling or manipulation. The equipment was not connected to the client. There was no harm to the client as these defects were discovered during a pretreatment inspection of the equipment.

Manufacturer narrative:
Pr (B)(4) follow-up emdr for device evaluation: two samples of lot 0001393631 were provided to our quality team for investigation. Through visual inspection, excess pieces of plastic are observed on the end of the access tip, verifying the reported failure. A review of the internal manufacturing device records and raw material history files for reported lot 0001393631 was performed and no recorded quality problems or rejections related to this incident were found, all procedural and functional requirements for product release have been met. General wear on the manufacturing equipment can contribute to this defect. Product undergoes inspections throughout manufacturing, any product identified during these inspections undergoes a process to remove the excess pieces on the access tip. It was determined this failure is due to the machine as well as personnel not following procedure to properly remove those excess pieces at the access tip. A corrective action project was opened to further investigate and address this issue. Increased inspections will be performed and additional training will be implemented with all personnel. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer here.

Manufacturer narrative:
(B)(4). Initial emdr submission. A follow up emdr will be submitted if additional information becomes available. Device problem code: (B)(4). Patient problem code: (B)(4).

Event description:
Concern description: in the last 6 months we have had 3 of the pleurx bottles that have been defective. 3 separate incidents of defects noted by (B)(6) and co-worker. See concern type comment, on this form thank you in advance for your follow-up on this product concern. Per provided diagram: drainage line fall out of the insertion site of the white t plunger. At the end of the access tip extra piece of loose plastic. The first event I encountered was on (B)(6) 2021. The pleurx drainage bottle was being used for chest drainage. I was opening the pleurx drainage bottle package and as part of my protocol inspected all the pieces before using and noted an extra piece of plastic attached to the end of the catheter tip. The equipment was not connected to the client. I did not use this as I was concerned that if it was inserted into the catheter valve the piece could break off and cause an obstruction in the valve opening. I thought it would be a one off and thus did not proceed with filing a product concern. The second event occurred on (B)(6) 2021. Again the same scenario and because it was the second time I kept the bottle and filed a product concern. There was no harm to the client as these defects were discovered during a pretreatment inspection of the equipment.